Event description:
It was reported that episodes of non-sustained ventricular oversensing were observed. Review of the episodes revealed possible myopotential oversensing. Programming changes were made. Patient condition was good.